Event description:
The facility representative reported that the reservoir of an intermate sv 100 ruptured before use. The device had been filled with 90 milliliters of normal saline when the reservoir ruptured. There was no patient injury or medical intervention reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Upon further review, this complaint was determined to not be reportable. Therefore, the initial report is being retracted.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow up report will be submitted upon completion of the evaluation or should additional information become available.

Event description:
The baxter product analysis lab technician reported a colleague infusion pump which experienced failure code 810:11. It was determined from the device event log that this condition interrupted delivery. No patient injury or medical intervention was reported. The software version of this device is currently unknown. No additional information is available.